Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a button error alarm that cannot be cleared. The customer's blood glucose level was 77 mg/dl. The customer stated that she was out golfing in the heat and was probably sweating. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and would be sent a new one. The insulin pump was out of warranty and would not be returning.